Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02352. The pt received an scs system, including an ipg and two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the pt is feeling some discomfort at the ipg implant site. In addition, the pt reported his stimulation was very positional. Reprogramming was not able to correct the issue and created painful stimulation in the pt's abdomen. The pt is continuing to work closely with his physician to determine the next course of action. No add'l info is available.